Manufacturer narrative:
The customer indicated that the devices were discarded. The lot numbers were not identifed; therefore, batch record reviews could not be performed.

Event description:
General report received from an international affiliate of "medication backing up into the primary line from the pump cassette while infusing the secondary." The report indicated that the users reconstitute diprivan, which is a white viscous medication, in 20ml syringes and connect the syringes to the secondary ports of the plum pump cassettes. The medications were to be delivered on the secondary lines at unspecified rates. The primary infusions were on hold during the administration of the diprivan on the secondary lines. When the backup of diprivan was noticed, the primary lines were clamped, which was "the only way the secondary solution would not go up the primary line." There were no reports of any adverse patient events while the devices were in clinical use. Though requested, no additional information was provided.